Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult to remove from the anatomy could not be determined. The reported premature activation (clip detached from the mandrel) appears to be due to the troubleshooting maneuvers to remove the clip from the anatomy when an attempted to remove the clip with extreme force, which caused the device to release from the delivery catheter and only being attached by the lock line. The reported improper or incorrect procedure or method was due to the user used extreme force when removing the clip from the chordae which resulted the clip to detached from the delivery catheter. Additionally, the surgical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip being stuck in the chordae and premature detachment of the clip requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation grade 4+. A mitraclip xtw was attempted to be implanted. During positioning, the clip became stuck in the chordae. The physician attempted to remove the clip with extreme force, which caused the device to release from the delivery catheter, only being attached by the lock line which had not been removed yet. The clip was removed from the patient body by making a cut near the access site to pull the clip out. No further clips were used. The mr remained at 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult to remove from the anatomy could not be determined. The reported premature activation (clip detached from the mandrel) appears to be due to the troubleshooting maneuvers to remove the clip from the anatomy when an attempted to remove the clip with extreme force, which caused the device to release from the delivery catheter and only being attached by the lock line. The reported improper or incorrect procedure or method was due to the user used extreme force when removing the clip from the chordae which resulted the clip to detach from the delivery catheter. Additionally, the surgical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip g4 system instructions for use (IFU) (el2119397, revision b), section 23.3.25 states: ¿retract the dc fastener against the sleeve and secure the dc fastener. Warning: do not use excessive force when pulling the dc (delivery catheter) radiopaque ring against the sleeve tip, while translating the dc shaft. It may result in device damage including distal tip embolization.¿ in this case, it was reported that the user used an extreme force to remove the clip from the chordae, but this deviation did not contribute to the reported difficult to remove. However, this deviation contributed to the reported premature activation. Therefore, an in-service letter to address the deviation from the instructions for use will be send out.